Manufacturer narrative:
The pump passed the self-test, active current test and sleep current test. No low battery alert noted during testing. No replace battery now alarm during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, failedbatttest recorded on 02/04/2025 00:49:30, 02/04/2025 00:49:45, 02/04/2025 00:51:17 and 02/04/2025 01:01:00 and normal lowbatteryalerts on 02/03/2025 22:24:00, 01/11/2025 09:29:00 and 12/19/2024 07:08:01 were found in the history files or traces. Battery cycle 39.0 received the lowbatteryalert (104) on 02/03/2025 22:24:00 after more than 7 days at 23.53 days. Battery cycle 38.0 received the lowbatteryalert (104) on 01/11/2025 09:29:00 after more than 7 days at 22.68 days. Battery cycle 37.0 received the lowbatteryalert (104) on 12/19/2024 07:08:01 after more than 7 days at 21.49 days. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case. No low battery alert noted during testing and no unexpected low battery alerts listed in the pump trace download. Unexpected battery power loss was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an replace battery now alarm and persisted with multiple new batteries. The customer reported no adverse event. The event involved product mmt-1811.  Troubleshooting was performed and found that this was the second occurrence of receiving alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1811 was requested and customer response was the device will be returned.